Event description:
It was reported to smart medical system (B)(4) by the (B)(4) distributor regarding a case of pancreatitis following a bge procedure. According to the distributor report, the pt was hospitalized due to a condition not related to pancreatitis, the hospitalization was prolonged due to the pancreatitis event. The pt was discharged from the hospital and is in good health. Until the day of this report, add¿l details regarding the pancreatitis event were not received from the physician although an investigation is still on going.

Manufacturer narrative:
Pancreatitis is a well-known complication in double balloon enteroscopy (dbe) which is a similar procedure. Heine et al describes experience in the first 275 pts examined and treated with the dbe, sever complications were recognized in (B)(4) cases ((B)(4)), all involving pancreatitis. Jarbandhan et al indicate that the pathogenesis of post-dbe pancreatitis is not known. Several mechanisms could be responsible for the development of hyperamylasemia or pancreatitis: repetitive mechanical strain on the pancreas by inserting endoscope/overtube, by inflated balloons or stretching movements or duodenal hypertension due to air trapping between balloon and pylorus. Although post-dbe pancreatitis is relatively uncommon it is the most important complication of antegrade dbe. According to lo et al, similar to dbe, both single balloon enteroscope and spiral small bowel overtube use an overtube to shorten the small intestine and therefore duodenal injury may occur. Smart medical systems indicate both in the user¿s manual and in the training sessions that the operation of the bge device will begin only once the small intestine is reached after the 2nd part of the duodenum, to minimize pancreatitis risk. Also, in the user¿s manual, one of the possible complications mentioned is pancreatitis. In addition, all of smart¿s devices go through final inspection following mfg process. No device failure occurred. Heine et al, dbe: indications, diagnostic yield, and complications in a series of 275 pts with suspected small-bowel disease, endoscopy, (B)(4).